Manufacturer narrative:
Iab was received intact for eval with the membrane noted to be completely unfolded. The sheath was observed to be kinked. Lab examination revealed no defects in the returned iab. Iab fully inflated after cycles when attached to system 90 iabp in lab. Balloon subsequently pumped satisfactorily at 80 & 160 bpm. No alarms were triggered. Probable cause of difficulty: exaxt cause of difficulty couldnot be determined based on the examination and the event description. It was not possible to verify reported difficulty in lab. In general, inflation difficulties may be attributed to one or more of the following: * proximal portion of membrane remained within sheath. * balloon was placed too high in aortic arch or in subclavian artery. * balloon was placed subintimally. * iab failed to completely unfold because user did not inject at least 30 cc. Or air as advised in instructions for use. * catheter kinked within pt, possibly due to a severe vessel tortuosity and/or pt movement. 6. Catheter kinked outside pt. User may have not properly secured the catheter and y-fitting to pt. Manipulation of kinked portion of catheter could have minimized restriction and alleviated problem. 7. There was a loose connection between iab and pump or between pump and safety chamber. Checking these connections may have alleviated problem. Having opportunity to examine folded balloon membrane may have provided some additional insight into the encountered difficulty.

Event description:
The iab was inserted into the pt on 1/8/97. The iab would not inlfate.